Manufacturer narrative:
The pump was received stuck in a full segment display due to a faulty component on the interface board. Unable to verify the watchdog timeout alarm or buttons anomaly and unable to perform the functional testing, including the rewind, basic occlusion, occlusion, prime, excessive no delivery, displacement, self test, unexpected restart and or operating current tests due to the pump being stuck in a full segment display. No damage on the keypad traces noted. The keypad connector on the lcd board was inspected and no anomaly was noted. The pump was received with minor scratches on the display window, a cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they received a watchdog timeout alarm after the insulin pump was dropped. The customer also reported that the esc and act button were unresponsive. The customer's blood glucose was 12.7 mmol/l at the time of incident. The customer stated that they tried to put a new battery in the insulin pump but the insulin pump would not respond. The insulin pump will be replaced and will be returned for analysis.